Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the returned device is broken. The distal threaded tip of the device has sheared off (approximately 5mm is missing) and only has one full threadform intact. The complaint is confirmed; however, the complaint category of "does not / will not function: stripped" selected at complaint intake is not consistent with the condition of the returned device. Therefore, the complaint category / failure mode of "tip broken: procedural step unknown" will be selected to more appropriately describe the condition of the returned device. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review, were performed as part of this investigation. No product design issues or discrepancies were observed. During the investigation of the DHR, two notes were of particular interest: the marks and nicks referenced in the material record report are not relevant to this complaint condition for the returned device; the supplier ((B)(4)) only performed operation 20 (gundrill); therefore, (B)(4) is the legal manufacturer of the finished device. The dhs/dcs coupling screw is a component of the dhs/dcs dynamic hip and condylar screw system. The coupling screw is used in conjunction with a dhs/dcs wrench, centering sleeve, and guide shaft for the insertion of the system¿s lag screws. The relevant drawings for the returned instrument were reviewed from the time of manufacture to the present revision top-level design. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined; however, this failure mode is typically associated with off axis loading and/or rough handling. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No reported patient or surgical involvement. Date of event: unknown. A discrepancy exists between (B)(6) 2016 regarding the date of awareness for this event. Until clarification can be obtained, the earlier of the two (2) dates will be reported as a conservative measure. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: supplier: (B)(4) / packaged by: (B)(4) ¿ manufacturing date: october 20, 2003. A material record report (mrr) was generated upon inspection of the (B)(4) coupling screws that were received in (B)(4). The mrr is not considered relevant to the reported complaint condition. Additionally, all (B)(4) coupling screws were inspected with nine (9) having ¿marks and nicks.¿ the relevance of the complaint condition cannot be determined until the product is returned for investigation. Review of the device history records showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a review of an instrument set was being conducted on an unknown date. It was discovered that the threaded portion of one (1) dynamic hip system (dhs) coupling screw had chipped and broken off. No reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint device is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.